Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shock due to right ventricular lead noise. It was noted that a fracture was observed on the right ventricular lead. The right ventricular lead was capped and replaced (B)(6) 2018. The patient's implantable cardioverter defibrillator was also replaced prophylactically following the advisory for premature battery depletion. The patient was stable following surgery and was discharged.